Event description:
The pt had a reaction to the catheter during placement. Pt had: sneezing, flushing, numbness around eyes, thickening of tongue, nasal congestion, itching, hives, trunk blotching to elbows.